Manufacturer narrative:
Zimmer biomet complaint (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d2: device product code d4: catalog and lot number unknown / not provided d4: UDI unknown / not provided d4: expiration date unknown / not provided g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date unknown / not provided h10: additional narrative

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the (tsvb13) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Supplemental submission 0002023141-2021-02646 has been submitted to correct section h1 type of report even reported of supplemental 0002023141-2021-02646, which indicated that the reported event is a death. In this case, the event did not result in a death but should have indicated serious injury as initially specified in 0002023141-2021-02646.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 & k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported the implant was removed due to infection. First failed the implant next to it now this one. Doctor performed curettage.